Event description:
After using the philips respironics dream station CPAP for almost 2 months nightly for at least 6 hours a night,I started having severe congestion in the morning after waking up. The sinus congestion was so severe that I was unable to breath causing gasping for breath and eventual vomiting. This occurred daily for almost two weeks until I was informed to stop using the philips respironics dream station CPAP due to a recall due to toxic chemicals and foam. I have discontinued using the device but still have some episodes of congestion and vomiting even after getting decongestion medicine from my doctor. FDA safety report ID# (B)(4).